Event description:
Device reportedly free-flowed: the device was programmed to deliver 800 ml of 5% dextrose at a rate of 60 ml/hr. After approximately two hours, the nurse noticed that the bag was emptying faster than it should be. The nurse opened the door to make sure the tubing was loaded correctly and felt it was. After another 40 minutes, the nurse noted that the device volume to be infused (vtbi) read 521ml, but there was only 100 ml left in the bag. The tubing was removed from the patient, but left intact. The hold alarm sounded and the nurse turned the device off, but left the roller clamp open. At that point, the fluid reportedly free-flowed onto the floor. The device and its tubing were quarantined.